Event description:
It was reported that following the implant of this inflatable prosthesis, the patient was unable to inflate due to the hardness of the pump. The MRI showed the cylinders were well positioned and there was a problem with the pump. The patient was instructed not to use the pump. A revision surgery is expected. No patient complications were reported.